Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain and chronic low back pain. It was reported that the patient¿s stimulator was affecting their stomach and irritated it making them feel like they had to go the bathroom frequently since (B)(6) 2017 (about two months). The patient stated that they also lost some weight and they think the ins moved and was hitting their ribs since (B)(6) 2017 (for about a month). The patient was redirected to follow-up with their healthcare provider to discuss their issues. No further complications were reported/anticipated.